Manufacturer narrative:
On june 29, 2020, mentor became aware that incorrect manufacturer site phone number was inadvertently reported under previous initial submission. It has been corrected under section g on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a caucasian female patient who underwent primary reconstruction breast surgery with mentor medical devices (unk_saline implants, date of implant (B)(6) 2017) experienced left breast implant extrusion. As a result, the patient underwent explantation, and replacement with catalog number 3502325; lot number 6800322 on (B)(6) 2017. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.